Event description:
Customer reported a motor error alarm. The customer stated they had changed the battery but the alarm persists. Customer's blood glucose was 259 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.